Manufacturer narrative:
Qn# (B)(4).

Event description:
The spring wire guide kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #(B)(4). The customer returned one, opened cvc kit containing multiple components for analysis. The guide wire will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual analysis did not reveal any defects on the returned guide wire. It was observed that two catheters were returned with the kit components for this complaint. Also, the dilator tip appeared damaged. Upon following up with the sales representative on both discrepancies, it was determined that no additional action is needed for either sample. The total length of the guide wire measured to be 602mm which is within specifications of 596-604 mm per the guide wire product drawing. The outer diameter of the returned guide wire measured to be 0.796mm, which is within specifications of 0.788mm-0.826mm per the guide wire product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was able to advance through the returned ars and introducer needle with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a damaged guide wire could not be confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies with the returned guide wire. Additionally, the returned guide wire passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The spring wire guide kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.